Event description:
A (B)(6) reported to (B)(4) baxter ((B)(4)) that when opening the minicap extend life pd transfer set, it was noted that the twist clamp was cracked/broken. As a result, the transfer set started leaking. The nurse reported that the therapy was stopped. The nurse further reported this particular patient has been on continuous ambulatory peritoneal dialysis (capd) therapy for (B)(6) and is careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants are used for sterilization of the skin, catheter, titanium adapter, and transfer set. These disinfectants must be used because of windy and dusty conditions resulting from the (B)(6). The nurse confirmed the method of sterilization has been used for a few years without any problem. There was no patient injury or medical intervention reported. No further detail was provided.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No sample is available for evaluation. The exact lot number is unknown; however the patient received transfer sets from three different batches ((B)(4); (B)(4); (B)(4)) since (B)(6) 2010. A batch review will be performed for lot numbers provided. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). Correction: a batch review will not be performed since the lot number being used at the time of the incident is unknown. Additional information: this report for a leak was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. A use error was identified during investigation; the patient reported using alcohol on the transfer set. The specific lot number was unknown; therefore, a batch review was not performed. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.